Manufacturer narrative:
This part is not approved for use in the united states; however a like device catalog # 5540230, 510k # k113174 and (B)(4) was cleared in the united states. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
Pre-op diagnosis: scoliosis procedure: posterior correction fusion level implanted: t2-l4 it was reported that during surgery, burrs occurred while tightening reduction set screw. The set screw did not break. No patient complications were reported as a result of the event.